Event description:
It was reported the patient ((B)(6)) was unable to feel stimulation. Programming was unable to resolve the issue. X-rays were taken and indicated a lead fracture. Patient consulted with physician, but has yet to determine what action they wish to pursue. Patient is to follow-up with physician as the next course of action.

Event description:
Follow-up information indicated the physician plans to have the patient undergo a trial procedure for another manufacturer's system as the next course of action.